Event description:
One touch ultra meter was giving inaccurately high readings. The technical service rep (tsr) india contacted the reporter, a physician, to obtain and verify information; however was unable to reach him by telephone. The tsr mailed a letter requesting the physician contact customer services. On an unspecified date, the physician obtained an unspecified result on one of his pts using the reported meter. Based on this meter reading, the pt's insulin dose was increased. The pt experienced a hypoglycemic event and required hospitalization. The physician reported the meter results were 30% higher than laboratory results, however provided no data regarding this comparison testing. It would have been helpful to determine the time difference, potential intervention between, and specific results as obtained on the reported meter and by the laboratory, if the pt was experiencing any symptoms of high or low blood glucose levels when the comparision testing was performed, the type and dose of insulin given, if the pt was treated with insulin in the physician's office or if his insulin regimen was adjusted, the pt's medication regimen, the date and time of the pt's hypoglycemic event, his symptoms at that time, if emergency services were contacted, the pt's blood glucose result if tested by the paramedics or emergency room physician, his treatment, the pt's previous results, any meals or medications taken prior to the hypoglycemic event, and if the pt tests his blood glucose level at home or only in the physician's office. The tech service rep determined during the troubleshooting telephone call the pt's testing technique was correct and the meter was programmed for the correct unit of measure and calibration code number. Quality control testing was performed with passing results. This incident is being reported as an adverse event because the pt's insulin regimen was increased based on the reported meter readings, he then suffered a hypoglycemic event and required hospitalization.